Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a watchman delivery system (wds) inside the related watchman access system (was). The devices were bloody, and the wds implant was not returned with the complaint device. The hub, sheath, tip and core wire were microscopically, tactile and visually inspected. Inspection revealed tip damage (tricuts flared), numerous sheath kinks and sheath damage (flattened). The sheath was also flattened at the site of each kink, which is consistent with having difficulties advancing the wds in the was while the was valve was not fully open. There was no evidence of any implant recapture. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿loosen hemostasis valve of access sheath allowing bleed back before inserting delivery system. Note: hemostasis valve should spin freely (fully open).¿ (B)(4)

Event description:
Reportable based on analysis completed on 11 july 2018. It was reported there was resistance advancing the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and then a 27mm watchman ® laa closure device & delivery system (wds) was inserted. Some resistance was noted when advancing the wds in the was as the valve was not open all the way. They adjusted the valve and continued to advance the wds. The closure device was positioned and deployed without issue. However, imaging showed some echo density at the tip of the was that was not previously noted. The patient¿s international normalized ratio was over 3 and their activated clotting time was over 300sec; they did not feel there was thrombus, therefore they continued to assess the device position. The device met criteria and was successfully released in the laa. There was one deployment with no recaptures performed and the device was in great position. Upon release, both the wds and the was were removed from the patient and inspected. Something appeared possibly attached to the tip of the was, but the source of the material is unknown. There were no fragments left in the patient. There were no patient complications reported. However, device analysis revealed the delivery system was damaged.